Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to customer¿s blood glucose. The customer reverted to an alternate method of insulin therapy.